Event description:
It was reported that force gauge cable was bad. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device did not show any external damage. Customer?s reported problem was duplicated. The force would not stabilize when checking the analog reading of the force sensor. The root cause of the reported issues was not determined, did not notice any external damage to the force sensor. Actions taken to mitigate the reported issue: replaced force sensor and plunger cable as a preventative measure.